Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon broached up to a 3 broach and implanted a size 3 thrilock std. It sat proud and after rebroaching it still sat proud. He then removed the stem and broached up to a 4 then implanted a new size 3. This delayed the case about 5-10 minutes but was not detrimental to the outcome. I will wash and return the implant in question. Doe: (B)(6) 2020. Affected site: unknown.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the instrument associated with this report was not returned. The root cause could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: h6 (patient codes) h6 patient code: no code available (3191) used to capture the prolonged surgery and insufficient information.